Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned to mmdg, no investigation could be completed. Based on the information provided in the complaint it appears that the pump failed to deliver. This report will be updated if any further information is received.

Event description:
The initial reporter stated that the pump was not infusing. They stated that the "bag was still full and the pump did not alarm". They stated that the complaint resulted in a 24 hour delay in therapy, but that the patient had no adverse effects due to the complaint. Mmdg did follow up with the initial reporter who stated that the pump had been replaced. No further information was provided. (B)(4).